Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's legal guardian that the patient had been hospitalized with hyperglycemia on (B)(6) 2026. The patient¿s blood glucose levels reached 410 mg/dl while wearing the pod, during which insulin leakage and the presence of blood at the infusion site were noted. The legal guardian reported that, over the course of the event, a total of five pods were ineffective in controlling glycemia. Symptoms reported include elevated blood glucose and ketones, nausea, vertigo, headache, and stomachache. The patient was admitted to robert debré hospital, where a diagnosis of hyperglycemia and "acetones" was confirmed. The patient was treated with insulin pen injections followed by intravenous insulin administration due to persistent ketone levels (reported at 2.1). The patient continued wearing a pod during hospitalization. Information regarding discharge date is being solicited. This complaint corresponds to the third pod reported; four additional pods associated with the same event are captured under complaint cn-(B)(4).